Manufacturer narrative:
(B)(4).

Event description:
The manufacturer received the patient¿s explanted generator and lead for product analysis. Product analysis was completed on the explanted generator. Review of the internal device data showed record of an impedance change from 182 to 280 ohms, both meeting the criteria of low lead impedance, experienced prior to device explant. Low impedance was also registered on the last recorded automatic impedance measurement. Visual examination of the generator showed only observations consistent with the explant process; no surface abnormalities were noted on this device. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured at 2.935 volts during the functional testing. The internal device data revealed that 16.474% of the battery had been consumed. Besides the identified low impedance condition believed to relate to the explanted lead, there were no performance or any other type of adverse conditions found in the analysis of the pulse generator. Product analysis results for the returned lead were reviewed. A large portion of the lead assembly - including the electrodes - was not returned for analysis, and therefore could not be evaluated. Visual and functional tests were performed on the portion of the lead that was returned. Abraded openings were found in the outer silicone tubing that were determined to be due to wear. Dried remnants of what appeared to have once been body fluids were found inside the outer silicone tubing. No discontinuities in the returned lead portion were identified. The condition of the returned lead portion is otherwise consistent with conditions that typically exist following an explant procedure. No other obvious anomalies or evidence to suggest an anomaly were noted. The lead's device history record was reviewed, and it was found all specifications were met prior to distribution. No additional pertinent information has been received to date.